Manufacturer narrative:
A replacement siderail was ordered for customer to repair the bed.

Event description:
Information received indicates the left head siderail was damaged, possibly from abuse, and will not latch in the up position.